Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging stage 4 non-small cell lung cancer (nsclc). In addition, the patient also alleged hypersensitivity and inflammatory response. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 06/18/2024 and section h11 should be reported as: in box e: reporter phone and reporter email was updated.